Manufacturer narrative:
Visual evaluation of the returned device found no issues, and the unit extended and retracted according to specifications. The condition of the returned device was not consistent with the complaint that the handle broke; the complaint was not confirmed. The device showed neither evidence of the alleged issue nor any defect which could have contributed to the event. A review of the device history record (DHR) was performed; no anomalies were noted.

Manufacturer narrative:
The complaint device has been received by the manufacturer; however, a failure analysis has not yet been completed. Upon receipt of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a captiflex micro-oval snare was used during a colonoscopy procedure performed on (B)(6), 2011. According to the complainant, the physician advanced the snare through the scope but could not extend the loop because the handle had fallen apart. The procedure was completed with another captiflex micro-oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Because the nature of the damage to the snare handle could not be confirmed, this is considered a reportable event. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a captiflex micro-oval snare was used during a colonoscopy procedure performed on (B)(6), 2011. According to the complainant, the physician advanced the snare through the scope but could not extend the loop because the handle had fallen apart. The procedure was completed with another captiflex micro-oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Because the nature of the damage to the snare handle could not be confirmed, this is considered a reportable event. Should additional relevant details become available, a supplemental report will be submitted.